Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver used in conjuction with the transmitter was returned. A follow-up report will be submitted upon completion of evaluation.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (mt20649-blu/(B)(4)), used with the complaint transmitter device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receivers errors report and diagnostic chart confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient reset the device and the reported issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.